Event description:
The surgery using the tacks was conducted in 2002 for repair of anterior labral and superior labral. The pt developed significant synovitis and had to undergo a glenohumeral joint debriment in 2003. The report refers to "bionx tacks".